Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer lead mgr reports; a (B)(6) ER pt was having a CT chest/abdomen/pelvis with contrast. Isovue 370 contrast media was loaded into a 200ml empty disposable syringe for the procedure. Injection protocol; 3ml/second for 100ml volume. IV access, left arm. Physicians have not determined the amount of air injected. Pt was transferred to their main facility, (B)(6) and to her knowledge the pt is doing quite well as of (B)(6). On (B)(4): facility risk mgmt reports: pt was treated with reserved med management and the air emboli has resolved. Amount of air was not determined. Pt has been discharged from the hospital.